Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported the ventilator fails pre-use check, flow transducer test. Low o2 concentration. There was no patient injury.